Event description:
Boston scientific received information that the lead was capped due to a recall. (B)(6) hospital. (B)(6). Event date (B)(6) 2012. Lead implant date (B)(6) 2005. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).